Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7071251, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7071243, UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.